Manufacturer narrative:
H3: analysis of software logs found the complaint was confirmed. The clinical export data file and log file were inspected. Planning and registration were reviewed and no issues were found. Analysis concluded the suspected cause of the deviation experienced in the operating room was compromised accuracy caused by pressure placed on the surgical arm during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight, unavailable. A manufacturer representative went to the site to test the system. The surgical arm was removed for a possible accuracy error, and a new surgical arm was installed, tested and verified. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the l4 k-wire was superior to plan. This was the first trajectory with the guidance system. The surgeon decided to abort the use of the guidance system and place the remaining screws freehand. There was no patient harm and the procedure was not delayed more than an hour. Additional information received from a manufacturer representative reported the surgical arm failed an accuracy test and the screws were deviated between 3.5 and 10 mm.